Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, occlusions were caused by blockage in the cartridge. The customer loaded a new cartridge with fresh insulin, after which boluses completed successfully and insulin therapy was resumed with changed supplies.